Manufacturer narrative:
Concomitant medical products: 5076-58 lead implanted: (B)(6) 2010. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that low impedance was observed on the right atrial (ra) lead. The lead was capped and replaced with a new lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.